Event description:
The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.